Manufacturer narrative:
The pt remains ongoing on lvad support and no further issues have been reported. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hospital reported that the pt experienced a new onset of back pain and echo analysis revealed hemopericardium. Low flows were noted late in the day last week and escalated to being continuous. The pt presented to the operating room for evacuation of pericardial clot and is currently noted to be stable. The log file data submitted to the manufacturer for analysis revealed multiple low flow hazard alarms.